Event description:
It was reported that the vns patient passed away with no other information provided. The online obituary identified the date of death. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received via cdc national death index where the underlying cause of death was listed as ¿inhalation and ingestion of other objects causing obstruction of respiratory tract¿ with record axis of ¿other and unspecified convulsions,¿ and ¿foreign body in respiratory tract, part unspecified.¿ with this information, an sudep evaluation was performed where it was determined the death was unlikely sudep as an obvious cause of death was found.